Event description:
Patient admitted for esophageal gastro disease with bravo catheter-free ph monitoring system placement. While under monitored anesthesia control bravo would not deploy. When md attempted to remove the endoscope and intact bravo catheter, the capsule deployed on its own. The capsule was sitting on the larynx. Removed with alligator forceps before it could enter the lungs.